Event description:
Related manufacturer reference number: 1627487-2023-04149. It was reported that during programming, high impedances were noted on both the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Reporter phone number : (B)(6). Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to the high impedances.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced with a new system to address the issue. Reportedly, the issue has resolved and therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2023-05696, 1627487-2023-05697, 1627487-2023-05698. It was reported that the leads and extensions were showing high impedances. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. The ipg was replaced for an unknown reason.

Event description:
Additional information received indicates that reported system was explanted and replaced with new leads and ipg. No new extensions were implanted. Reportedly, the physician elected to replace the ipg.

Manufacturer narrative:
A patient's entire system was explanted and replaced was reported to abbott it was determined the leads and extensions were showing high impedances. The ipg was electively replaced. Therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.